Manufacturer narrative:
The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced a hemorrhage, and left sided weakness. The patient had a prolonged hospital stay and received steroids, and anti-convulsants. There were no additional patient complications reported in relation to this event

Manufacturer narrative:
The clinical site further described the event as an acute hemorrhage extending into r lateral ventricle and pneumocephalus, acute worsening l sided weakness. Additional interventions of physical therapy and occupational therapy were also included.